Manufacturer narrative:
Manufacturer ref# pr(B)(4). Similar to device marketed under: p140016. Summary of investigation findings: a patient with aneurysm in the thoracic aorta underwent thoracic endovascular repair (tevar), where a zteg device was implanted. At an unknown time after the procedure type 5 endoleak was discovered. The additional procedure with a zta-p-42-121 (complaint device) was planned. The patient's anatomy was reported to be tortuous. The zta-p-42-121 should overlap completely and be placed within the zteg. The physician had experienced difficulties during the advancement in the area of the distal end of zteg. The zta-p-42-121 was removed and the procedure was successfully completed with a medtronic device. No adverse effects to the patient were reported. Four photographs from a computer monitor are provided and reviewed by an imaging expert. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use, careful valuation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/ or increase the risk of embolization. Per the findings in the imaging review, the severely elongated descending thoracic aorta was folded into a s-curve above the diaphragm. Also, per the findings in the imaging review, a new stent not mentioned in the complaint report (a zta-p-42-173) preceded failed implantation of the zta-p-42-121. Moreover, per the findings in the imaging review "the zta-p-42-173 was implanted at the third zteg segment and extended two stent segments beyond the distal zteg. Although the two lunderquist extrastiff wires significantly straightened the distal aorta, the unfortunate termination of the zta-p in the first bend blocked advancement of the complaint zta-p delivery sheath. Superior displacement of the implanted zta-p was evidence of a blocked insertion attempt" based on the provided information and imaging review the patient's tortuous anatomy likely contributed to the reported event. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the zta stent cannot reach the aortic arch. The patient aorta anatomy is tortuous. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.